Event description:
It was reported that the sensor broke. Customer stated the sensor broke to two parts when she took out the serter out from pedestal. The nurse explained that customer incorrectly placed the sensor in the serter and pulled it out incorrectly too. Customer's blood glucose was 180 mg/dl. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.